Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ holder there was damaged or open unit package/seal where sterility is compromised this event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "bd vacutainer blood collections sets are open/not sealed appropriately and therefore no longer sterile."

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ holder there was damaged or open unit package/seal where sterility is compromised this event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "bd vacutainer blood collections sets are open/not sealed appropriately and therefore no longer sterile."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367355. Batch number: 1291505. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for open package was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of open package was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.